Event description:
It was reported that this patient with a pacemaker exhibited noise on the right ventricular (rv) lead that was being over-sensed resulting in pacing inhibition for six seconds. It was noted the patient has congestive heart block. Technical services discussed programming options. At this time, the device and (B)(6) rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).